Manufacturer narrative:
Section a and d: device serial and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event is listed at the publication date (01oct2025) as the date of collection was not provided. Date(s) of death were not provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported patient outcomes could not be conclusively established through this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the article ¿evaluation of hemodynamic criteria for vasodilator challenge in pulmonary hypertension with advanced heart failure: a prospective study of clinical and right heart failure outcomes¿ that the heartmate 3 was involved with patients who passed away. The prospective, single-center cohort study examined association between pre-transplant hemodynamics, vasodilator (vc) responses, and post-transplant right heart failure (rhf). The study reported one-year outcomes for patients who underwent advanced hf therapies (ahft) who were enrolled at the time of rhc and performed using standard protocols. Interim analysis of 65 patients identified 26 who underwent 27 distinct ahft, including 22 (81.5%) heart transplants and 5 (18.5%) heartmate 3 lvad implants. A total of three patients passed away, two passed away following lvad implantation, and one passed away after transplant. Of the total patients, renal replacement therapy was required in six patients (22.2%) and rhf developed in 19 cases (71%) ¿ 16 (59.3%) mild, two (7.4%) moderate, and one (3.7%) severe.